Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, error messages linked to impossible telemetry were observed with the subject programmer. Some tests were performed at subsidiary level, and the telemetry was reportedly re-established.

Event description:
Reportedly, error messages linked to impossible telemetry were observed with the subject programmer. Some tests were performed at subsidiary level, and the telemetry was reportedly re-established.